Event description:
The customer reported their charging station was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is complete.